Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-05298. Concomitant medical product: femoral inserter / extractor, item#: 42509909200, lot#: 63871202. Report source - (B)(6). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral impactor came apart during impaction. The plastic head was also cracked. This had no effect on patient but surgeon required another instrument to complete the procedure. There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g4, g7, h1, h2, h3, h6, and h10. Visual examination of the returned product confirmed femoral inserter and extractor was disassembled and fractured stop pin. Also, the impaction or chisel-like mark was noted in the head of the instrument. The impactor pad was fractured. Impactor pad and femoral inserter and extractor was submitted for further analysis. The analysis of the impactor pad identified the fracture was consistent with the device fractures analyzed in zrm_wa_0507_19, which indicates overload failure or low cycle fatigue culminating in the overload failure. The analysis of the femoral inserter and extractor identified the fracture of the stop pin was suspected due to sheared overload. The material analysis found consistent with the print specification. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.